Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on june 11, 2022. One video and one physical sample were received for the investigation. A functional inspection was performed, and the reported condition was confirmed. A corrective and preventative action has been initiated to investigate and address the reported condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The patient's relative reports that one of the lumen lids does not close properly and that is why the food spills out.